Event description:
Placement of the intraperitoneal portacath was done for pelvic mass and grade 1 endometrial cancer. Had received chemotherapy through the portacath over the past year. Event was not discovered until it was scheduled for removal. As the surgeon dissected the subcuticular tissues until reaching the hub and saw that the rest of the catheter had broken off. Per the operative report, they had no evidence that this had happened during their dissection to get at the portacath. X-ray showed it was coiled in the pelvis. A laparoscopy was done to locate and remove the catheter.